Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for four unknown screws. Device received for evaluation. Placeholder.

Event description:
On an unknown date, a patient was implanted with a vectra implant and screws. On an unknown date, the patient experienced non-union. On (B)(6) 2013, the patient underwent a vectra anterior cervical fusion revision surgery due to the non-union. The vectra implant and four screws were removed. While the surgeon was removing the distal screw on the vectra implant, the inner portion of the extraction screwdriver tip broke. It was swapped for another driver that was readily available. The surgery was not prolonged. The patient was revised to a zero-p implant. This report is for four unknown screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. A visual inspection of the returned device was conducted and found that the device is in used condition, has scratches and discolorations all over. The tip of the extraction screwdriver is stuck in the thread. Based on the dimensions and the color of this screw we assume that this is the part number 04.613.614. The relevant dimensions of the thread can not be verified anymore because the tip of the extraction screwdriver is stuck in it. Therefore this complaint is indeterminate from a manufacturing standpoint. The diameter at the screw head where the cone ends is partially damaged. This indicates an excessive contact between the screw head and the locking clip or the plate itself, which could lead to a mechanical overload during the screw extraction. A product development event evaluation was performed and the following was documented. The extraction driver is used for removal of the vectra and accs screws. The inner shaft threads into the inner thread of the screw. The outer driver shaft is then used to unscrew the screw from the bone. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment, force applied perpendicular to the axis of the instrument. The force appears to have exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The engineer reviewed relevant drawings. The driver inner shaft was produced prior to the material change to custom 465. The risk assessment does not include all possible harms specifically a delay due to retrieval of the tip as in this complaint.